Manufacturer narrative:
The instrument was returned and evaluated on (B)(4) 2014. Failure analysis investigation found broken grip cable at the distal idlers. The idler pulley spun freely and was undamaged. The cable segment stucks out at the wrist. Other cables at wrist were undamaged. Another observation not reported by site was main tube damage. The distal end of the main tube exhibited various scratch marks with light material removal and a rough surface finish. The scratches were short in length and not aligned with the tube axis. An additional observation not reported by site was that the instrument's distal pulleys exhibited mechanical indentations. There were indentations at the edge of the distal pulley and visible scratches on the surface of the pulley. Failure analysis investigation concluded that the damage was likely due to mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's grip cable and/or main tube found during failure analysis investigation could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
On (B)(6) 2014, the user facility reported a complaint with the mega suturecut needle driver instrument but did not provide a description of the event. No missing or fallen pieces were reported.